Event description:
The nurse reported to our sales rep that the carriage for fixing the drilling depth of the step drill doesn't lock anymore.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the reported event was confirmed. Function on the stopper unit (locking mechanism) in combination with the length gauge is not given any more due to the extent of damage, whereas function of the scaling (at the back end of the drill shaft) in combination with a sample stopper unit is still fully given. A review of the manufacturing documents revealed no deviation for the instrument returned. The device was documented as faultless prior to distribution and as it had been in use for a longer time (since jan, 2010) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The exact root cause for the damage found at the stopper unit returned cannot be determined, but it can be ascertained that high forces are required to deform / bend the pegs of the device this way. The damage might have been generated during assembling / disassembling (i.e. During cleaning / sterilization process). However, referring to the appearance of damage found at the stopper unit (bent pegs) as well as at the cutting edges (significantly deformed, parts broken off - most likely due to drilling on metal), it can be concluded that the deformations were generated by rough handling. Thus, the root cause of the reported event is considered user related. No new non-conformity was identified.